Manufacturer narrative:
The reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, ¿during the surgery the product broke inside the patient's anatomy.¿ the visual evaluation of multifix s-ultra 5.5mm knotless anchor shows the device received non-deployed with broken off anchor. The anchor has been returned in two pieces. No other visual discrepancies. Functional evaluation cannot be performed due to the broken condition of the anchor. Customer¿s complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive probing. (2) misalignment of implant. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during rotator cuff surgery the product broke inside the patient's anatomy. All the pieces were removed from the patient. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Event description:
It was reported that during the surgery the product broke inside the patient's anatomy. All the pieces were removed from the patient. No patient injury or delay were reported.